Event description:
It was reported that the user sought assistance with a full supply change while using contact detach infusion sets and had a high blood glucose of 401 mg/dl prior to the change after administering subcutaneous short-acting insulin by pen; guidance was provided to remain disconnected for two hours and to call back to complete the supply change. Customer care provided support that included troubleshooting and user education via phone. Investigation of this case revealed the cause of the hyperglycemia was unclear. No symptoms associated with hyperglycemia reported. Outcomes included no reported injury, and no hospitalization. It was concluded that no device malfunction was identified and user support was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.